Manufacturer narrative:
Initial 2 of 2. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot & serial number; however, lot & serial number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot & serial number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced severe hyperglycemia (bg 916 mg/dl) with dangerous/life-threatening ketones, requiring emergency room evaluation, ICU admission, hospitalization due to insertion into scar tissue leading to bent cannula issues on (B)(6) 2026 and treatment with IV fluids, saline, and insulin.